Event description:
It was reported that the lead had and increased threshold and low sensing values. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had and increased threshold and low sensing values. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had and increased threshold and low sensing values. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and analysis found no anomalies. It was also noted that the outer insulation had a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking, the overlay tubing was melted, and the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.